Event description:
A battery/no power issue was reported with the Abbott Diabetes Care (ADC) device. The customer was unable to test due to the device not charging. As a result, the customer was unable to monitor their blood glucose and experienced seizure and unable to self-treat. The customer received Lucozade from a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.The exact Date of event is unknown. The date entered in section B3 is based on the customer report of "3 weeks ago" prior the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.